Event description:
A kls martin bone born palatal expander was placed a week prior. Device distracting as planned. At completion of distraction, the care provider noticed that distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction.

Event description:
A kls martin bone born palatal expander was placed a week prior. Device distracting as planned. At completion of distraction, the care provider noticed that distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction.

Manufacturer narrative:
The following elements have blank data.

Event description:
A kls martin bone born palatal expander was placed a week prior. Device distracting as planned. At completion of distraction, the care provider noticed that distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction.

Manufacturer narrative:
The following elements have blank data.

Event description:
A kls martin bone born palatal expander was placed a week prior. Device distracting as planned. At completion of distraction, the care provider noticed that distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction.

Manufacturer narrative:
The following elements have blank data.

Event description:
A kls martin bone born palatal expander was placed a week prior. Device distracting as planned. At completion of distraction, the care provider noticed that distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction.

Event description:
A kls martin bone born palatal expander was placed a week prior. Device distracting as planned. At completion of distraction, the care provider noticed that distractor arm was slightly bent. The device was in place, not broken and maintaining palatal width following distraction.